Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump received with cracked battery tube thread, broken belt clip slot, and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. The customer stated that the device might have gotten exposed to moisture. Blood glucose value is unknown. The customer was on vacation out of the country and reverted to a travel loaner insulin pump.